Event description:
Technical services received a call on (B)(6) 2012. It was noted that there was high lv output. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).